Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown. A system checkout was completed under another complaint. It was determined the issue was caused by a damaged monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal procedure. The issue occurred intraoperatively. It was reported that the touchscreen was inaccurate and "jumpy" and either does not register touch, or registers it in the incorrect location. The medtronic representative tested under a previous case and discovered the mouse also does not behave correctly, and would click and drag when the mouse button is clicked on its own. It was unknown if the mouse behavior is related to the touchscreen issue itself. A few days ago this was reported to the medtronic representative by another medtronic representative. The rep stated the issue occurred in the last 3 clinical cases he covered. This is for the 1st of the 3 occurrences. The surgery was completed with navigation and no surgical delay. There was no impact on patient outcome.